Event description:
It was reported that the user experienced repeated insulin delivery interruptions on the ilet, including occlusion alerts and an alert 38 for consecutive stalled motor during and after a supply change, with resolution temporarily achieved by removing and replacing all disposable supplies and later by discontinuing the ilet and using subcutaneous insulin injections until replacement supplies arrived. Symptoms included hyperglycemia with a reported highest blood glucose of 400 mg/dl and dry mouth. Outcomes included a delay to treatment or therapy while the user awaited replacement supplies and used injections to restore glucose control. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed a mechanical problem associated with insulin occlusion and motor stall alerts during infusion set and connector use. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.